Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d10, g4, g7, h2, h3, h10. Product was received for evaluation, which identified debris inside the sterile packaging consistent with the foam packaging inside the sterile barrier. The blister and foam were both found to be damaged. The root cause remains the same at this time. The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned. Evaluation of the provided pictures confirmed the presence of debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier, for all the reported products. The reported event is confirmed. Review of the device history records for the reported items identified no deviations or anomalies related to the reported issue during manufacturing. The root cause of the reported event is likely to be due to transit damage causing the foam packaging to become abraded and shed. Event is being addressed through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products : tprlc xr t1 pps 10x140mm mm, t1 cat#51-105100 lot#3604842, tprlc xr t1 pps 16x152mm mm, t1 cat#51-105160 lot#2955987, tprlc xr mp t1 pps 16x117mm 117mm, t1 cat#51-145160 lot#3011809, tprlc 133 t1 pps so 17x154mm, t1 cat#51-103170 lot#3677525, tprlc 133 fp type1 pps so 6.0, cat#51-100060 lot#3482586. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00952,0001825034-2020-00953, 0001825034-2020-00955, 0001825034-2020-00956, 0001825034-2020-00957.

Event description:
It was reported that while the distributorship was reviewing the inventory, they identified debris within the sterile packaging. There was no patient involvement.